Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a f/u MDR will be submitted.

Event description:
Received info that pump has stopped all insulin delivery.